Manufacturer narrative:
Unable to confirm serial number.

Event description:
It was reported to philips that the device would not turn on. There was no reported patient involvement/adverse patient impact.